Manufacturer narrative:
Concomitant medical products: 407645 lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness and presyncope. There was non-capture of the right ventricular (rv) lead with subsequent underlying rates in the thirties. High and undefined impedance was also noted delivering inappropriate therapy. Fracture of the rv lead was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.